Manufacturer narrative:
Device evaluation of battery charger/modem sn (B)(4) has been completed. The reported problem (resets) has been confirmed. As received, the battery charger/modem was unable to fully power on. Upon evaluation, the battery charger/modem exhibited a flash memory failure at bga components u102 and u105 on the computer/analog board. Root cause investigation including destructive testing is underway on devices exhibiting similar failure modes. Additionally, contamination was discovered on the battery pca and the battery charger power supply was defective. The root cause for the contamination was ingress of an unknown liquid. The root cause for the defective power supply could not be positively identified. No adverse event resulted from the defective battery charger/modem.

Event description:
A us distributor returned battery charger/modem sn (B)(4) and reported that the battery charger/modem was resetting.